Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in the past the pump stalled and the patient went through withdrawal so the patient knew what those symptoms felt like. No further information including patient and event outcome were provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.